Manufacturer narrative:
Concomitant products: product ID: 37092, product type: accessory. Product ID: 37092, product type: accessory. Product ID: 37743, serial# (B)(4), product type: programmer, patient. Product ID: 3778-60, serial# (B)(4), implanted: (B)(6) 2010, product type: lead. Product ID: 37752, serial# (B)(4), product type: recharger. Product ID: 3778-60, serial# (B)(4), implanted: (B)(6) 2010, product type: lead. (B)(4).

Event description:
It was reported there was a problem with the patient programmer (pp); it would not make adjustments with the antenna attached. The antenna jack was loose on the pp. The patient was also having trouble getting the pp to connect to the implantable neurostimulator (ins) and intermittently it wouldn¿t do telemetry with or without the antenna, but after a few tries the patient was able to connect to the ins. A new antenna was going to be sent. No patient harm reported. The antenna was not returned. C500. The patient was currently seeing that stimulation was currently on group b and he was normally about 4-5, but he did not feel stimulation at all. The patient was able to decrease stimulation back to 5. He was then able to increase stimulation to 10 but didn¿t feel stimulation. They also had noted that the stimulation was intermittent. An impedance check was performed and it showed that electrodes 0-7 and 8-15 were all greater than 10,000 ohms. The patient denied any falls or traumas but they have been playing golf. X-rays were taken it was inconclusive as to whether or not the lead had fractured. Upon device return of the pp, analysis found the complaint was unverified. The antenna jack was re-soldered as a preventative measure and the faceplate was scratched and replaced. C100. No interventions or outcome were reported regarding this event. On (B)(6) 2015 the patient noted they received assistance from their health care provider (hcp) or manufacturer representative and their concerns had resolved.